Manufacturer narrative:
Lot 1651130: 62 items manufactured and released on (B)(6) 2016. No anomalies found related to the problem. To date, this is the third similar event reported on items of the same lot . Visual inspection performed on (B)(6) 2018 by r&d product manager: breakage of the tip during screw insertion. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, a screw ø6mm was inserted, no information about tapping or bone quality/hardness. Usually the surgeon can perceive the high torque during the insertion, in such case he could remove the screw and tap further in deep before repositioning the screw. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn or equivalent) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver (ref 03.51.10.0140 or equivalent) to complete the surgery in case of breakage.

Event description:
Screwdriver tip breakage during insertion of a 6mm pedicle screw in l5.